Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board(pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), fort self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank top display. There was no report of pt involvement.